Event description:
A pt had a vp shunt placed originally in year 2000. Late last year the shunt appeared to malfunction. A new shunt was placed and although it worked well in terms of dripping, it seemed to come into the subcutaneous space several times and had to be repositioned. In 2005, the pt underwent a revision of the vp shunt in the abdomen. Due to recent complaints of increased difficulty walking, increased lethargy/somnolence and a shunt study that did not show good flow the pt underwent removal of the old medtronic programmable vp shunt in 06. During surgery the surgeon found the old shunt was not dripping at all and appeared to have a standing column of old fluid. There was no dripping when the shunt was raised and lowered and aspirated from the distal end. The surgeon assumed that somewhere along the shunt from just behind the ventricular catheter to distally this shunt was plugged and not working. The cranial end of the shunt was tested and flowed well. After successful removal of the old shunt a new medtronic ventricular shunt with the programmable valve set at 8 was inserted. The new shunt was tested several times and continued to function well. The pt was taken to the recovery room in stable condition.